Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx drug eluting stent to treat an in-stent re stenosis, of a non-medtronic stent, in a non-tortuous and non-calcified lesion located in the mid ramus. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. The inflation device remained on neutral pressure during delivery of the device. It is reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was removed with a snare. The patient is reported as being alive without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.